Event description:
Hamilton company was informed of an event that occurred on february 10,2006, in which the hamilton microlab at +2 instrument reported mispipetted samples. No death or injury resulted from this event. This report is associated with hamilton customer complaint number 10756.